Event description:
It was reported that since implant, a patient¿s stimulation was intermittent; oftentimes the patient felt stimulation after reprogramming but then it diminished. Currently the patient didn't feel stimulation. Since implant, she had a loss of therapeutic effect. She had the urge to use the bathroom at times and then ¿nothing happened.¿ the patient was having some accidents and was generally not pleased with the results of the implant. Since implant, the patient also had frequent urinary tract infections and took antibiotics daily. She¿d had multiple reprogramming sessions with a manufacturer representative, including the month of implant but most recently in (B)(6) 2015. No outcome was reported regarding this event. Further follow-up is being conducted to obtain additional information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID 3889-28, lot# va0kcds, implanted: (B)(6) 2014, product type: lead; product ID 3037, serial# (B)(4), product type: programmer, patient. (B)(4).